Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk and unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime fill anomaly due to a33 alarm. The insulin pump was received with normal operating currents and passed a21 error test. The motor functioned properly and the motor passed motor test and no slow or anomaly noted. No unexpected numbers ramping or scrolling during our testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was replacing insulin and the piston did not read the reservoir. Insulin continued to drip after the motor stopped during the manual prime process. The insulin pump alarmed compromised force sensor system twice. The drive support cap was sticking out. Customer's blood glucose level was 210 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.